Event description:
It was reported that the subject device had all they saw was white, cleaned the subject device, but it still displayed an image issue. The issue was found before sedation of an unspecified therapeutic procedure, that was completed with a change in the procedure. There were no reports of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation there is cause traced to charged coupled device failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.